Event description:
It was reported that the pulse generator exhibited backup vvi mode. A download was unsuccessfully attempted. The device would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.